Event description:
Customer called technical service of manufacturer to report about a bed with broken siderail. He mentioned that the screws of the pivot arm on the foot siderail were missing. There was no related injury.